Manufacturer narrative:
On 03/11/2024, flowrate issue was observed at zyno medical llc during calibration. This issue is traced to maintenance as there were no preventive maintenance activities performed during 2023.

Event description:
On 03/11/2024, during servicing activities of zyno medical devices, there was an issue observed during preventive maintenance/calibration that there is a flowrate issue where flow rate offset % at pre-rework is 307 and flow rate offset % at post-rework is 297. This is determined to be a flowrate unknown issue. No patient involved as this is observed during calibration.